Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula was too long. The following information was provided by the initial reporter: "consumer reported the length of the 2nd gen all seem longer. Wants the orig 32g 4mm needle only".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2023 . H6: investigation summary: customer returned six of 32gga x 4mm pen needles. It was reported by the consumer that pen needles longer than previous ones. The returned needles were unopened with the tear top label in place. The needles were inspected under the microscope and no issues were found. Flour was applied to the cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. All the needle patient end was measured using optical comparator and the results are below: 1- 4.1927 mm 2- 4.1887 mm 3- 4.1437 mm 4- 4.1777 mm 5- 4.1037 mm 6- 4.1297 mm acceptance criteria for the canula patient end is 3.8 mm - 4.6 mm. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula was too long. The following information was provided by the initial reporter: "consumer reported the length of the 2nd gen all seem longer. Wants the orig 32g 4mm needle only".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.